Event description:
A 48 yr old female experienced a transfusion reaction 1.5 hrs after being transfused with platelets through the device. The reaction consisted of dyspnea and a decrease in blood pressure. The blood bank surpervisor stated that the units were cultured and were negative for bacteria.